Event description:
It was reported that during a low anterior resection, the pt bled at first firing, about 1000 ml. The staple line was complete. The pt required a blood transfusion and the anastomosis was completed once again. There was no adverse consequence to the pt.